Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor detached on day 1 of wear. On (B)(6) 2021, as a result, the customer did not experience glycemic symptoms however lost consciences. A friend called emergency services and the customer was provided IV glucose by paramedics and was taken to the emergency room. The hcp further provided food to eat for a diagnosis of hypoglycemia. A follow-up blood glucose of 330 mg/dl was obtained on the hospital meter. There was no report of death or permanent injury associated with this event.